Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 32.5 cm distal to the is4 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was abandoned in pocket after breaking under light traction during attempt to explant due to intermittent high thresholds leading to non-capture and high impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.